Manufacturer narrative:
After reviewing the sensor data in dms we can see that a sensor replacement alert was triggered on (B)(6) 2023 at 11:37 am, day 43 of sensor use. The sensor was therefore replaced and returned for investigation. The failure mode could not be reproduced during the returned product analysis testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. Further analysis of the in vivo glucose data shows that the rate of change in the glucose values frequently exceeded 5mg/dl/min. This noise is the most probable root cause for the reported failure. The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally. As part of resolution, an RMA was issued for sensor replacement. No further resolution was necessary for this complaint. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On march 02, 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.